Event description:
Information was received from a manufacturer¿s representative regarding a (B)(6) male patient receiving gablofen (baclofen) at an unknown concentration/daily dose via an implantable infusion pump since implant (B)(6) 2015. The indication for use had been intractable spasticity. Pump erosion had occurred and around (B)(6) 2015 the healthcare professional (hcp) asked the patient to go to the operating room (or). According to the hcp, ¿other treatments¿ were performed and ¿5-6 days later¿ on (B)(6) 2015 the patient expired. The death was thought to be related to the device; the cause was unknown. No other medications or relevant medical history was known. Follow up was conducted to obtain additional information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j11335r51, implanted: (B)(6) 2002, product type: catheter. (B)(4).